Event description:
It was reported that a patient experienced a breach in aseptic technique during re-priming of peritoneal dialysis therapy. The home patient (hp) did not wear a mask when reconnecting a flexi cap to the patient line after it had fallen off during re-priming. This occurred after the hp connected to the homecoice during initial priming. The hp requested that the technical service representative (tsr) contact their nurse. The tsr contacted the hp's nurse and explained what had happened. The tsr explained to the nurse that they had recommended the hp to start over with new supplies, but the hp declined to do so. It was not reported if proper procedures were reviewed with the customer or how the patient would complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where a breach in aseptic technique occurred. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.